Manufacturer narrative:
Per tandem's t:slim user guide: "remove the used cartridge and install a filled cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line and infusion set tubing. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer administered a manual injection. It was reported that the customer filled the cartridge out of sequence.